Manufacturer narrative:
Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: feb 13, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Date of event: the exact date is unknown. The best estimate is between estimate is between the implant and explant dates. Dec 20, 2021 and dec 20, 2021, respectively. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the intraocular lens(iol) was explanted from the patient¿s right eye due to unspecified disorder of refraction. The issue was identified during a post-operative exam. The patient¿s daily activities were not significantly affected. There were no further issues such as incision enlargement, sutures or vitrectomy. No medication was prescribed. The replacement lens is also a johnson and johnson iol model za9003 +21.0 diopter. Reportedly, the patient has fully recovered. No further information was provided.